Event description:
Item number 371220 bard-parker stainless blade broke during surgery.

Manufacturer narrative:
The incident occurred at the user facility. A sample was returned for evaluation. No manufacturing lot number was provided for review. Customer reported that a bard-parker stainless blade size 20 broke during surgery. The broken blade was retrieved and the patient was noted to be doing well. Follow up care was not required. After evaluation, most probable root cause could have been during the stamping or grinding process. Also, excessive force applied by end user during surgery process could also cause blade breakage. Packing process has established controls to mitigate the condition, including a blade sensor that inspect 100% of packed pouches liner level prior to aluminum foil packaging. The following controls are in-place to mitigate ¿broken blade¿ condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a bard-parker blade broke during a procedure. The incident occurred at the user facility. This report was filed in our complaint handling system as complaint #(B)(4).